Event description:
New information received from the clinic stated the programming changes were completed on (B)(6) 2020 and no additional episodes were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing due to post paced t wave oversensing. The patient did not receive inappropriate high voltage therapy during the oversensing. Programming changes were recommended. No patient symptoms were reported.